Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, inadequate bone quality/quantity, preceding/simultaneous bone augmentation (2021_2039, 2021_2040, 2021_2041 and 2021_2042 are same patient).